Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va10778, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received about 2 months from the initial report date via the consumer reported problems with the implantable neurostimulator (ins) leads causing pain. Four days later, the consumer reported there were no circumstances that had changed that would have led to the worsening of neuropathy and pain and warmth at the ins site. Upon removing the ins, there was almost immediate relief from (heat) burning at the site and no more low back pain. The patient's neuropathy had also lessened some.

Event description:
Additional information received about 3 weeks later via the consumer reported the patient had seen their physician on (B)(6) 2016. The physician had instructed the patient to wait longer to see if these symptoms (worsening of neuropathy and pain/warmth at implant site) go away. The patient noted she had not changed the device nor experience too much. It was unclear what was meant by "nor experience too much." The burning and pain and warmth had worsened about a month ago and now the patient had to take "something" for the pain. The patient's neuropathy episodes were also more frequent. The patient was to see the physician (B)(6) 2016. The patient felt the implant would need to be removed as daily pain was not what she had expected. The patient was going to wait for the physician's advice. Additional information received april 6, 2016 via the healthcare provider (hcp) reported the interstim device was explanted 2 days prior. It was indicated the worsening of the neuropathy and pain was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that since implant the patient felt pain at the implantable neurostimulator (ins) site and the ins battery felt hot. It was noted that the patient was diagnosed with peripheral neuropathy 3 years ago and the implant was driving the neuropathy crazy and making it worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.